Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to high-voltage capacitor c19 on the defibrillator pca. The c19 capacitor was swollen and leaking electrolytic fluid. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor did not fire any pulses during incoming pulse testing.